Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15026. It was reported the patient is experiencing ineffective stimulation. The sjm representative met with the patient and diagnostic testing revealed invalid impedance readings on two lead contacts. Follow-up information indicated the sjm representative met with the patient again on (B)(6) 2014. The patient would not allow stimulation to be turned on due to experiencing pain at the ipg site with stimulation on and off. Surgical intervention may be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.